Manufacturer narrative:
During the eval of the device at the manufacturer's service center, an issue related to the active exhalation control was observed. The device active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator's active exhalation control module failed. There was no harm or injury reported.